Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer's mother did not know the blood glucose reading. The caller stated that she received no delivery alarms on her daughter's insulin pump every once in a while. She stated that 1 infusion set out of every 2 boxes had issues as a rough estimate. She reported that the alarm had been resolved by a complete infusion set change. She declined to return the infusion set and reservoir for analysis. She reported that she was sure that any high blood glucose levels that her daughter experienced were due to the no delivery alarms, stating that she did not feel a need to troubleshoot. Nothing further reported.